Event description:
It was reported that during a procedure for gastric carcinoma, on the 1st firing, the device was fired on the stomach and fired malformed staples. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Swing tab damaged. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. What is the current status of the patient? Fine. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload had the 5 most proximal drivers up and the swing tab was noted broken, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.